Event description:
The patient fell. Six months later, he was seen in clinic and impedances greater than 2000 ohms were seen on all bipolar and unipolar electrode combinations. The device was programmed to use case + 1-, which had a current of 49 microamperes. Current on all other combinations was low (9-16 microamperes). There were no therapeutic changes. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see MFR report # 3004209178-2009-03753.

Manufacturer narrative:
(B) (4).